Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported he was allergic to the vest. The irritation was described as an extensive skin break down under the vest and on the patient's body. There was no alleged device malfunction contributing to the irritation. The patient's home health nurse removed the device and applied a dressing on the bleeding wounds. The medical outcome is unknown. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported he was allergic to the vest. The irritation was described as an extensive skin break down under the vest and on the patient's body. There was no alleged device malfunction contributing to the irritation. The patient's home health nurse removed the device and applied a dressing on the bleeding wounds. The medical outcome is unknown.